Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If contact information is provided the following information will be requested: if in your possession, may we have a copy of your husbands operative report to review the type of suture and which layer of tissue the suture was used? Does ethicon have your permission to contact your husband¿s surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported via (B)(6) that a patient underwent an unknown knee procedure on an unknown date and suture was used. The patient experienced an infection on unknown date. An additional procedure was indicated for gastrocnemius flap on unknown date. It was reported that the patient loses control of the leg/knee and falls. No additional information was provided.